Manufacturer narrative:
Product complaint #: (B)(4). Batch # r5am8p. Investigation summary: the analysis found that one psee60a device was returned with the pcb sub assembly damaged and with an endo path xcel 12 ml trocar inserted on the device. In addition, the device was noted to have a gst60t cartridge loaded in the device. The cartridge reload was received partially fired 2/3 and with the cartridge deck damaged. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually intended to return to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot was noted to be damaged and the knife was noted to be buckled. The knife cannot be retracted. No functional test was performed due the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. The damaged noted on the pcb sub assembly is consistent with the damaged noted on the knife as the drive bar is no longer connected and moves freely once engaged with the gear. It is possible that the noise heard was the pcb sub assembly breaking apart from the device. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. In addition, a piece of metal was returned inside of a plastic bag. Two photos were provided; both pictures shows what appears to be a piece of metal. Based on the picture alone the event described cannot be confirmed. Please refer to device analysis for full analysis details.

Manufacturer narrative:
Product complaint (B)(4). Batch # r5am8p. Investigation summary: the analysis found that one psee60a device was returned with the pcb sub assembly damaged and with an endopath xcel 12 mm trocar inserted on the device. In addition, the device was noted to have a gst60t cartridge loaded in the device. The cartridge reload was received partially fired 2/3 and with the cartridge deck damaged. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually intended to return to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot was noted to be damaged and the knife was noted to be buckled. The knife cannot be retracted. No functional test was performed due the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. The damaged noted on the pcb sub assembly is consistent with the damaged noted on the knife as the drive bar is no longer connected and moves freely once engaged with the gear. It is possible that the noise heard was the pcb sub assembly breaking apart from the device. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. A piece of metal was returned inside of a plastic bag with the device. It has been determined through analysis that the piece of metal was part of a broken knife band

Manufacturer narrative:
(B)(4). Date sent: 12/21/2020 medical records received and attached.

Manufacturer narrative:
(B)(4). Date sent: 1/21/2021. Additional information received: the patient had ¿laparoscopic sleeve gastrectomy on (B)(6) 2018. During the procedure a malfunction of the echelon 60mm caused the stapler to be stuck with the stomach. The stapler had to be cut out as all mechanical methods of trying to remove it were unsuccessful. The surgery was scheduled for one hour, but due to the misfire, it took 5 hours.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information provided: was surgery delayed due to the reported event? Surgery operative time was extended was procedure successfully completed? Yes, were fragments generated? A fragment of unknown origin was found and will be returned with the device. If yes, were they removed easily without additional intervention? One- yes. Patient status/ outcome / consequences: surgeon reported patient was doing well today (B)(6) 2018. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Additional information was requested and the following was obtained: did the jaws of the device eventually open? No. If no, how was the device removed from the tissue? Transacted adjacent tissue and sowed defect closed. How long was the procedure prolonged (in minutes or hours) approximately 3 hours was there any patient consequence or change in the post-operative care of the patient as a result of the procedure being prolonged? Unknown.

Event description:
It was reported that the device was used during lap sleeve gastrectomy. The device was placed on stomach near pylorus with black reload and seam guard. When they attempted to fire the device made an unusual noise. When they attempted to remove device the handle would open but end effector would not. Reverse button used twice and the second time the blade reversed but not completely. The jaws would still not open, although handle would open. A new battery was used without success. A third device was opened and used to complete the case.